Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report access site bleed, requiring intervention. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of one mitraclip, reducing mr from grade 4+ to grade 3+. Post-procedure, femoral venous bleeding was noted. Manual compression was performed and the bleeding stopped. There was a drop in hemoglobin levels, from 10.4 to 7.6 g/dl; however, no transfusion was performed. The bleeding resolved on 10/04/2018. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of hemorrhage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be related to procedural conditions as the steerable guide catheter (sgc) is inserted and removed through the groin access site in order to gain access to the femoral. There is no indication of a product quality issue with respect to manufacture, design or labeling.